Event description:
Overdelivery reported. Report received from abbott international affiliate, abbott australia, which states: "pump pushing through fluids in 1 hour when it should have taken 6." No further info was available. Abbott international has requested further info. If further info becomes available it will be forwarded to the agency.